Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The black box showed several unexplained power on reset events. The battery cap was undamaged and was able to fit to the pump. The battery cap measurements were within specifications. The battery cap was fastened and unscrewed a half turn leading to a reboot. The reported intermittent power complaint was duplicated due to moisture. The battery cap was fastened again and no further power interruptions occurred during the investigation. The pump cover was removed to find further moisture ingress on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.